Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed on the returned stent implant and protective sheath. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported stent dislodgement prior to use appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation and before use when the protective sheath of the xience alpine 3.5 x 18 mm stent delivery system (sds) was removed, the stent was not on the balloon. The stent dislodged in the protective sheath. There was no resistance reported when removing the device from the protective tubing or during removal of the protective sheath. The device was not used and there was no patient involvement. Another xience alpine sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.